Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had rewind anomaly. The customer¿s blood glucose was 18.9 mmol/l at the time of incident. The customer was assisted with troubleshooting. The customer stated that they are unable to exit the load reservoir process. The customer stated that they had high blood glucose level and was under control. Customer was treated with manual injection. Advised customer that the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to back up plan. The device will not be returned for analysis.